Manufacturer narrative:
The reported event was confirmed. Evaluation observed interlumen leak on the catheter which is due to tear on the rubberized layer of the inflation lumen. The reported event was confirmed as manufacturing related which could be due to low rubberized thickness. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter."

Event description:
It was reported that the catheter fell out of the patient. Per additional information received via email on 30jun2020 from ibc representative, there was no visible damage to the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient. Per additional information received via email on 30 jun 2020 from ibc representative, there was no visible damage to the catheter.